Event description:
Pt received lumbar electrical treatment. At end of treatment a suspicious redness was noticed, not unlike a burn. 3/3/94 pt came back in office, had small electrical burn. Pt said it is only tender. Physician gave same treatment using less intensity. 3/6/94 physician decided to excise the burn to help heal the area. It looked to him like it would take several weeks heal. Physican recommeded also keflex. Dr continued treatment.